Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagogastroscopy mis esophagectomy, with gastric pull-up, pyloromyotomy, feeding jejunostomy. According to the reporter: the device malfunctioned and part of needle jammed into appliance and the other was unaccounted for. What was done to correct the event: tool malfunctioning device off set up and new one opened. Age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Patient current status reported as recovered. The device will be returned for evaluation. The needle fell into the patient's cavity and not retrieved.

Manufacturer narrative:
(B)(4).